Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that patient said an error is showing on programmer since on (B)(6) 2025 at night stating "system error, therapy may have stopped contact your clinician end session" patient already contacted clinician and error still on going. The patient reported that they kept seeing the 'system error: therapy may have stopped. Contact your clinician' error message in the my therapy app. During the call, the patient pressed 'end session' and restarted the handset, but the error message continued to appear. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.